Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial/lot #: b)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had severe onset of thoracic pain, leg numbness and weakness which was getting worse after the trial procedure. The physician believed that the issue was not device related, and that it was medication related. The patient had a lead pull and the symptoms were resolved.